Event description:
It was reported that during a coronary stent procedure, the balloon leaked and the proximal portion of the stent did not fully deploy. Wire position was not maintained and post-dilation was not possible. The pt was subsequently sent to surgery. The pt status is listed as "okay".